Manufacturer narrative:
Additional information: d9, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The event description indicated ablations were performed with an rf power of 50 w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported steam pop and subsequent pericardial effusion were due to hpsd (high-power short-duration) ablation in an ablated la. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo pulmonary vein isolation procedure a silent pop occurred, the patient became hypotensive and an ultrasound revealed a pericardial effusion at the posterior mitral isthmus. A pericardiocentesis was performed which stabilized the patient. The procedure was completed following the event. There were no performance issues with any abbott devices.